Event description:
It was reported that, during normal use, the wireless recharger (wr) battery button blinks green and the power does not turn on. Even when pressed, the power button did not respond. In addition, communication between the communicator and the handset is also not possible. The problem has not improved even after deleting the running application, restarting, and reconnecting the communicator after recharging it. Physician charging mode was attempted, restarted the handset, and connected the recharger, but the issue did not get resolved. There is no damage observed on the equipment. Additional information was received from the manufacturer representative (rep) that the device was placed it on the dock station and pressed the power supply 2 times short and 2 long times, but there was no change. The patient's implant was not overdischarged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The wr was replaced.